Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an access set was unable to intravenously infuse fresh frozen plasma (ffp) during an active resuscitation of a patient. The infusion was attempted with two different 14guage peripheral IV (piv) catheters, unsuccessfully. It was reported the IV¿s flushed easily. The set was used with microclave (non-baxter) needle free connectors, which were changed and the baxter blood tubing was reattached. Subsequently, the ffp flowed freely through the piv. At the time of this report, the patient outcome was not reported. No additional information is available.